Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remained in the patient, therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the patient that she had joint replacement surgery on her left thumb on (B)(6) 2015 during which time a tight rope was implanted. Patient had become very ill and was hospitalized for 13 days during which time she had 3 MRI's as well as cultures and ablation. Patient states she tested (B)(6) for gram negative and (B)(6) and antibiotics were not working.